Event description:
Country of complaint: (B)(6). During a hernioplasty with mesh, four premilene sutures with different batches and references broke. All of them when suturing skin when they broke, detaching the needle from the thread or breaking the tread at the end.

Manufacturer narrative:
Us reporting agent notified on: (B)(4) 2014. Samples received: 75 unopened and 1 open racepack. There is one previous complaints of this code/batch for needle detachment. There are no units in OEM stock. We have received 75 closed samples and 1 open sample with detached needle and a piece of thread broken near the needle attachment (3 cm approx). Tested the knot pull tensile strength of the closed samples received and the results fulfill the requirements of the OEM. Tested the needle attachment of the samples received and the results do not fulfill the requirements of the OEM. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled OEM requirements. Final conclusion: the complaint is corresponding (justified). Corrective/preventive actions: OEM has opened a corrective action to avoid future occurrence.